Event description:
It was reported that during a cranial procedure that the perforator bit did not stop. It was also reported that there was no injury to the pt and the procedure was completed successfully.

Manufacturer narrative:
The perforator bit subject to this MDR was returned for eval. The returned bit was measured for cutting edge and flute geometry where possible and these critical specs were met. The device was visually compared to the print and inspected for mfg defects to the cutting edge and flute geometry. No defects were found. No excessive wear was noted that would not have been anticipated. Function of the clutching mechanism was also manually verified as per the IFU and found to be functioning correctly. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.